Event description:
It was reported the patient fell a week prior to report and stated that during the week they noticed ¿the "machine" not doing quite like it had been.¿ it was stated the patient had not felt any stimulation since the fall and prior to the fall they weren¿t feeling stimulation all the time. It was noted event with the device the patient was getting up in "wee hours of the morning" to go to the bathroom. It was reported the patient was making adjustments to their stimulation and they were on program 1 at 4.0 volts and reported feeling a little stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va01uz4, implanted: (B)(6) 2012, product type: lead; product ID 3093-28, lot# va01uz4, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).